Event description:
A report was received that the patient underwent a pocket revision because the battery was too shallow, making it difficult to charge. During the revision the physician chose to replace the patient's ipg even though the device was working properly. The patient is reportedly doing well following the procedure.